Event description:
Procedure: ivc filter and fractured strut removal. Specimens: 1 broken ivc filter with 2 metallic struts separate sent to pathology. Brief summary of procedure performed: us guided micropuncture of the right internal jugular with placement of a 12fr sheath. Us guided micropuncture into the right saphenous vein with placement of a 7frx30cm sheath. Snaring of the filter fragment through the right groin sheath. Removal of the ivc filter through the right ij sheath. Removal of another filter fragment through the right ij sheath post filter removal cavagram: no complications. Removal of both right neck sheath and right groin sheath with 5 minutes of manual compression.